Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 428 mg/dl. The customer was treated with a bolus. The customer¿s current blood glucose level was 364 mg/deal after that 229 mg/dl, 200 mg/dl. Troubleshooting was performed for high blood glucose and no delivery alarm. Customer states the insulin did not exit and pump alarmed no delivery. The customer was experiencing no delivery messages. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked belt clip slot. (B)(4).